Event description:
It was reported that the patient underwent a procedure where the spinal cord stimulation (scs) lead was repositioned back to its targeted area as it was suspected that it might have migrated.

Event description:
It was reported that the patient underwent a procedure where the spinal cord stimulation (scs) lead was repositioned back to its targeted area as it was suspected that it might have migrated. Additional information was received that the scs lead did not migrate and that the lead was not re-positioned. It was further clarified that the patient underwent a procedure to add a second lead for pain relief. The first lead did provide eighty percent pain relief, but the patient required an additional lead for additional pain relief. Post operatively, the patient had pain relief.